Event description:
A malfunction alarm, identified as alarm 20, was reported by the customer while loading the pump. The customer's blood glucose level did not exceed 500 mg/dl and thus, there was no significant adverse impact reported. A replacement pump was assigned to the customer by technical support, and the customer was instructed to resume insulin delivery using multiple daily injections (mdi) as a backup until the new pump arrived. The customer was also informed about putting the faulty pump into storage mode and returning it using a pre-paid shipping label within ten days.